Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during an "ide" procedure, the cxi support catheter separated while it was inside of the patient's renal artery. The wire guide was pulled back, and both pieces of the catheter came out of the patient's anatomy. The catheter was noted to have been extensively used through tortuous vessels, and multiple stents throughout the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used cxi support catheter was returned for evaluation in damaged condition. Images of the device provided for review. A portion of the catheter was separated. The separation occurred on the catheter shaft approximately 1,050 millimeters (mm) from the distal tip. The separation occurred in the catheter tubing, and not at a bonded point in the shaft. An attempt was made to insert a 0.018 pin gage checker into the distal end hole, which passed successfully without any resistance. No notable kinks were found around the separated segment. Measurements a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Measurements of the device were performed and it was found that the device was manufactured to specification. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Per the IFU, "the catheter should not be advanced into a vessel having a reference vessel diameter smaller than the catheter outer diameter. The catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.